Event description:
The following is based on medical records provided by the pt's attorney: (B)(6) 2005: the pt was implanted with the composix kugel hernia patch. On (B)(6) 2005: pt was readmitted to the hospital with impaired wound healing. The pt was found to have an abscess and fistula. Ni/ni/ni: pt was readmitted and spent the next 75 days in intensive care followed by months of rehab.

Manufacturer narrative:
Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt is a heavy smoker with comorbidities including obesity, diabetes and has undergone multiple abdominal surgeries. A hernia repair was performed in (B)(6) 2005 with an composix kugel patch. Approx one month post-op, the pt was readmitted with an abdominal wound infection, fistula and wound drainage and remained in intensive care for 75 days with positive wound and blood culture for mrsa. The medical records indicate that the pt was treated for fistula formation, which is a known possible adverse reaction listed in the IFU. The pt was also treated for infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." According to the info provided the mesh remains implanted. A lot number was not provided therefore a mfg review is not possible. With the current available info, no conclusion can be drawn.